Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump case was not clipping securely in place. Subsequently the pump fell and pulled out the infusion set. Customer's blood glucose was 90-216 mg/dl. The customer loaded new supplies and resumed insulin delivery.